Manufacturer narrative:
An attempt to reproduce the reported event with the minimed mobile app (software version 2.6.0) installed on oneplus 10 pro (android 13, oxygenos 13.1) with mmt-1886 780g pump (software ver. 6.7w) was conducted and confirmed the issue was reproduced 100% of the time.the software did not successfully adhere to the specified requirements and did not perform in accordance with the expectations specified in the document d00780504, version e.after conducting a thorough investigation, we have found that the pairing is failing due to an incompatibility with the custom oneplus oxygenos version 13.1. We are seeing a consistent supervisor_timeout error on oneplus phones running the 13.1 operating system. Note that this is not an official android os version and is only available to oneplus devices. The esf number that corresponds to the reported issue is: 4973800.to assist with the resolution of the issue, we provided helpline team with the following step to ensure that it is addressed effectively:- do not use a oneplus phone running oxygenos 13.1 issue status: confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced no communication between pump and the mobile device. The customer reported no adverse event. The event involved product(s) mmt-6101. Troubleshooting was performed and it was unable to resolve with existing troubleshooting or labeled instructions, issue escalated. No harm requiring medical intervention was reported. No product return is required for mmt-6101.